Event description:
It was reported via repair work order that the foot section would not latch due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section would not latch due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted to include 510(k)# for the product.